Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Rv defibrillation impedance steady at 73 ohms through (B)(6) 2014, rises out of range, trend varies over previous 14 days, (B)(6) 2014 greater than 200 ohms. Concomitant product: 5076-52 lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high rv coil impedance. The lead remains in use, but a revision will be performed. No patient complications have been reported as a result of this event.